Event description:
Narkomed 3, anesthesia machine intermittently malfunctioning. Wave form and warming screens do not become illuminated and the bp & etpc02 readouts malfunction leaving inability to adequately assess vital signs and ventilation. Dx was hyper septal deviation.